Manufacturer narrative:
Main component of the system and other applicable components are: product ID 37612, serial # (B)(4), implanted: (B)(6) 2014, explanted: (B)(6) 2016, product type implantable neurostimulator; product ID neu_recharger_acc, product type recharger.

Event description:
The patient reported via a manufacturer representative (rep) that he had recharging issues with the implantable neurostimulators (ins). He forgot to charge and let the batteries completely deplete. The patient also claimed that the recharger would not hold a charge. The rep had no further information about these issues and did not have information as to why the inss were explanted. There were no associated symptoms. The patient was being implanted with two new rechargeable inss on (B)(6) 2016 and he would not be seen again until (B)(6) 2016, so the inss would be off until then. The patient's indication(s) for use were obsessive compulsive disorder (ocd) and movement disorders. Refer to manufacturing report #3004209178-2016-08449 as the patient had two inss and it was not specified which one was at fault.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.